Event description:
It was reported that the patient had left bundle branch block at the beginning of the procedure. When the physician was placing the right ventricular (rv) lead the patient went into complete heart block. The physician attempted to quickly place the lead and hook up to the analyzer. It was reported there was high impedance and the physician complained about how cumbersome the new tool was. The physician decided to use the "old style tool" and there were no issues. The lead remains in use. It was also reported that the new tool supplied with the right ventricular (rv) leads is much harder to get a correct connection with analyzer cables. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).